Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+2.0/092 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted, removed, and replaced intra-operatively on (B)(6) 2021 and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown. See MFR rep# 2023826-2021-04378 for replacement lens.

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+2.0/092 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted, removed, and replaced intra-operatively on (B)(6) 2021 and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown. See MFR rep# 2023826-2021-04378 for replacement lens.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).